Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had dislodged. During the lead revision procedure, the lead was not able to be extended. The lead was explanted and replaced. The patient was stable after the procedure.